Manufacturer narrative:
There are no indications of any system or component failure and no suspected migration of the implanted components. It is suspected that the placement of the lead put pressure against the incision site and caused the reported discomfort. Pressure of the lead against the incision appears to be position related, however there does not appear to be any mishandling or blatant malposition of the device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was successfully activated on (B)(6) 2024. Patient initially reported reduction in pain levels from 9/10 down to 3/10 and stated that the pain was much improved. Within a couple of months of implant, the patient began to report reduction in pain relief. Field testing found that contacts on the implanted lead were not functioning as expected. On (B)(6) 2024 a surgical revision was performed to replace the existing 4 contact leads with new 8 contact leads. During the procedure the original leads were unable to be fully removed and the distal ends were left in place. Although there was no reported issue with the implantable pulse generator (ipg), it was replaced during the procedure to accomodate the new 8 contact leads that were added. See MDR 3015425075-2024-00454. After the revision procedure the patient reported discomfort at the lead incision site and the physician suspected infection. On (B)(6) 2024 the patient was brought in to open the incision and clean the site. Upon opening the site the physician noted no signs of infection. An additional suture was placed at the lead to reduce the pressure of the lead against the inside of the incision. No product was removed or replaced during the procedure.